Event description:
It was reported that customer experienced continuous glucose monitor error and was unable to start sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset procedure, did not experience further error after reset, and successfully started sensor session; no additional actions were required.